Event description:
The event is reported as: staples were not closing and would not attach to the skin. No pt injury reported.

Manufacturer narrative:
Method: device history record (DHR) review performed. Results: DHR review showed that no similar defect was reported during the manufacturing or packaging processes of this lot. Conclusion: CAPA (B)(4) was opened to address the issue of staples not forming. A follow up report will be filed if additional info is received.